Event description:
It was reported that upon review of the remote monitoring system, it was found that this pacemaker had entered safety mode. The patient was not feeling well at the time, so the device replacement procedure was scheduled. The device was successfully explanted and replaced by a non-boston scientific product. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This device has not been received for analysis. When the device is received and analysis is completed, this report will be completed.

Event description:
It was reported that upon review of the remote monitoring system, it was found that this pacemaker had entered safety mode. The patient was not feeling well at the time, so the device replacement procedure was scheduled. The device was successfully explanted and replaced by a non-boston scientific product. No additional adverse patient effects were reported. The device is expected to be returned for analysis.